Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that there was poor coupling with recharging. The patient stated they had intermittent communication issues with her programmer, however she could connect with the programmer. The patient stated she had only tried when the antenna was attached since she wanted to see the programmer screen. The patient stated she noticed an issue with coupling after receiving a replacement recharger. The patient stated she had done the antenna locate feature and was seeing 50s and 60s. When she went to charge, she was only seeing 2-3 bars. The patient stated sometimes she saw 4-5 but then it dropped back down to 2-3. The patient stated her weight has fluctuated a little, but she did not think she gained that much weight to where it would affect communicating. The patient confirmed no falls or trauma. A replacement programmer antenna was sent to the patient. No symptoms or further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reiterated that after receiving the replacement recharger, she was not able to charge despite the "high antenna readings." The patient reported steps taken to resolve the poor coupling with recharging was that they adjusted the dial on the "charging pad." The poor coupling with recharging was not completely resolved. No symptoms or further complications were reported/anticipated.